Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated remaining battery percentage had decreased from 15 years to 13 1/2 years over the course of a week. Technical services has not analyzed data from this device. The device remains in service and there is no evidence to suggest device replacement has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated remaining battery percentage had decreased from 15 years to 13 1/2 years over the course of a week. Technical services has not analyzed data from this device. The device remains in service and there is no evidence to suggest device replacement has been scheduled at this time. No adverse patient effects were reported. Additional information was received indicating that a programming change adjusted the estimated longevity. The device is functioning normally.